Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 924256, lot# 082200616a, product type: accessory. Product ID: 924256, lot# 082200616a, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: accessory.analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that following the stage 2 implant of their implantable neurostimulator (ins) and extension, the patient did not experience the therapeutic benefits that would be expected to be associated with correct lead placement. Furthermore, it was also reported that "there was also an absence of normal side effects even at elevated levels of stimulation." Post-operative imaging was performed and found that both leads were "in a position considerably superior to that of the immediate stage 1 post-op scan." It was noted the patient did not report any falls or sudden events at the time of report. Investigation during a revision procedure found that both leads moved easily despite the stimloc clip and cap being secured. The patient's leads and stimloc caps were surgically revised and replaced as a result of the event and the issue was resolved.

Manufacturer narrative:
Other applicable components are: product type: accessory, product ID 924256, lot# 082200616a, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: accessory; product ID 3389s, lot# unknown, product type: lead; product ID 3389s, lot# unknown, product type: lead.

Event description:
Additional information reported that "both leads shifted within the stimloc" clips. It was stated that "lead slip" had occurred.

Manufacturer narrative:
Analysis of the stimloc (lot #082200616a) found no anomaly. Analysis of the stimloc (lot #082200616a) found no anomaly. The re turned stimloc clips and caps were tested with a known good base and lead. With the clip inserted into the base and a lead passed through the clip, it closed onto the lead without difficulty and held the lead securely. The stimloc caps were attached with no issues observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.